Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and a case cracked at the reservoir tube window corner.

Event description:
The customer reported via phone call that they received a button error alarm while gardening. The customer's blood glucose was 96 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.